Event description:
It was reported that the pt underwent an anterior cruciate ligament repair in 03/2003. In 2003, pt presented with temperature of 99.5 and left knee was aspirated. Cultures were taken and were negative. In 04/2003. Pt presented with temperature of 99.8 and complained of night sweats. In 04/2003 the pt was taken back to surgery and the acl graft was removed. The graft was cultured and it tested positive for staph. Coagulase negative. The pt was placed on IV antibiotics.